Event description:
This procedure was performed on the sfa. The physician deployed a 120mm protégé everflex stent in the sfa, and after comparing it with a previously deployed stent, it seemed much shorter than the previously deployed 150mm stent. An additional 6x40 stent had to be deployed to finish the procedure. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to this reported event.